Event description:
The patient reported blood glucose results of "447 mg/dl, 125 mg/dl, 448 mg/dl, 200 mg/dl, 332 mg/dl, 150 mg/dl, 95 mg/dl and 133 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.